Event description:
It was reported that during use with one unit of prismaflex st100 set, an external fluid leakage was observed. No visible damage was found. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection of the provided picture and video showed leakage from pbp post pump tube. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.